Manufacturer narrative:
This event took place at (B)(6) japan. Manufacturer's investigation conclusion: the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed wire damage that would have contributed to the pump stoppage and low speed events captured in the submitted log file. The submitted log file captured transient low speed and pump stoppage events at timestamp 1304 days, 3 hours, 58 minutes with associated low speed advisory/ hazard and low flow hazard alarms. The associated voltage levels indicated that the low speed and pump stoppage events occurred when the system was powered by a power module. Based on past experience with the heart mate ii lvas and similar reported events, the log file data appears consistent with a potential driveline issue. (B)(6) was returned assembled with the driveline severed approximately 9.5" and 18" from the pump housing. The distal portion of the driveline measuring approximately 19" with the controller connector was also returned. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow) was returned attached to the pump inlet port. The apical sewing ring was secured to the inlet tube. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The bend relief collar was not returned. Evaluation of the sealed inflow and outflow conduits revealed no evidence of laminated or denatured depositions or thrombus formations. Visual examination of the pump's blood-contacting surfaces upon disassembly of the device also revealed no evidence of depositions or thrombus formations. Electrical continuity testing of the driveline found all wires to be electrically intact. The outer jacket, bionate, and metal braided shield showed no signs of damage and appeared unremarkable. Visual inspection and high potential testing of the underlying wires revealed a breach to the insulation of the black wire approximately 8.75¿ from the pump housing and an additional breach on the orange wire approximately 11¿ from the pump housing. Although a specific cause could not conclusively be determined, the observed wire damage appeared to be the result of fatigue failure due to repetitive movement and abrasion against the braided shield. If the exposed conductors of the black and orange wires contacted the braided shield while operating on the power module with a grounded patient cable, the resulting short to ground would have resulted in the low speed and pump stoppage events that were confirmed through the submitted log file. Similar events would have occurred if the exposed conductors of the black and orange wires contacted the braided shield simultaneously or each other simultaneously while the patient was connected to battery power or the power module with an ungrounded patient cable. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU), rev. B, and patient handbook, rev. D, are currently available. Section 6 of the IFU entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿ which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. A section on handling emergencies is also provided. The relevant sections of the device history records for (B)(6) and driveline s/n (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient heard the continuous tone of the alarms and felt dizzy at home then rushed to the hospital on (B)(6) 2021. When the history was checked on the system monitor the pump speed was at 300 rpm and 0 rpm was recorded. The patient was then admitted and placed on battery power for safety. The patient was asymptomatic. There were no alarms while the patient was on batteries after the patient got to the hospital. The log file review captured 4 pump stops and 12 low speed advisories. Speed drops were as low as 0 rpm. These issues only appeared to be occurring while the ventricular assist device (vad) was connected to the power module. On (B)(6) 2021, the pump was exchanged with a heartmate 3.